Event description:
It was reported by the patient that approximately five and a half years post-op a foreign adjustable band procedure he has lost 70 lbs. The patient reports several complications since having the band. The consumer reports the doctor punctured the tubing outside of the port when filling the band for the first time, which resulted in a leak. Trimming the tubing, reattaching the tubing and port, repaired the leak. A few weeks later, patient returned for another fill and the cuff was not filling, so x-ray was used and revealed that the locking cuff was sitting on top of the port. The tubing was also moving around freely. This required a reoperation to replace the port. Three years later, the patient was experiencing an obstruction, caused by inflammation around the band. The doctor tried to aspirate fluid as the band was filled to eight and a half cc, but could only aspirate one and a half cc. A leak was suspected. Two weeks later, another fill was scheduled under x-ray to determine if the band was leaking. Four ccs were introduced and could not be aspirated. The band now had eleven cc in a 9cc band and the patient was completely blocked. An upper gi with barium was performed and the patient was given an option to either puncture the band or perform emergency surgery to take it out. The band was punctured. The band will be explanted and possibly replaced at a later date.

Manufacturer narrative:
Information anticipated, but unavailable at this time.